Manufacturer narrative:
Initial.

Event description:
It was reported that the device¿s screen became unglued and separated from the body while the device continued to function, and images of the condition were provided. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, and temporary reliance on an alternative insulin therapy. Investigation included review of customer-provided photographs and case documentation. Investigation of this case revealed a mechanical enclosure issue localized to the display assembly and bezel area consistent with screen adhesion or bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was component adhesive or assembly degradation leading to screen bezel separation.